Manufacturer narrative:
Investigation summary: bd received 1 sample and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for stopper cocked was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for stopper cocked with the incident lot was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode stopper cocked. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, customer noticed that the cap was loose in (1) tube, and replaced it with secondary cap. No patient or user impact reported.

Event description:
It was reported that while using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, customer noticed that the cap was loose in (1) tube, and replaced it with secondary cap. No patient or user impact reported.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.